Manufacturer narrative:
This case is considered as an infectious corneal ulcer. The actual device was not made available for eval. Eval of retained samples were found to met spec for all testing performed. The device history records and sterility records have been reviewed by mfg and found to be in compliance. (B)(4).

Event description:
An eye care practitioner reported that a pt experienced lens awareness after 5-6 hours wear of first pair of dailies freshlook illuminate lenses. A pseudomonas infection resulting in corneal ulcer, left eye, was diagnosed. Unspecified antibiotic medication was prescribed. The pt reported that she experienced little stinging and photophobia at the time of event and applies medication 6 times per day. Follow up info received from the pt indicates that use of medication is tapering and that event is resolving. No additional info has been provided at this time.